Event description:
It was reported that during use on a patient (age & gender unknown), the user was not seeing any volumes on the ventilator. The patient was moved to another ventilator with no patient harm reported.

Manufacturer narrative:
The device was not returned to zoll medical corporation; however, the device log files and trend files were provided for evaluation. The log files showed that on the date and time of the reported malfunction, plv pressure-limited alarms were active intermittently for several minutes before the unit was powered off and placed on standby. The trending files confirmed that the ventilator was delivering volume and operating as intended during the time of the event. The condition was determined to be a user error related to plv alarm handling interpretation, resulting in misunderstanding of normal device behavior rather than a device malfunction. Information from the operator's manual, including the plv alarms that were present and required user actions were provided and explained to the reporter. The user acknowledged they understood the findings. There was no malfunction of the device.